Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 rows b and 2 not detected on hardware test application (hta). A field service engineer (fse) replaced the pyxis module controller board, drawer board, retractor band, and cubie tray. The unit was unable to recover, and the fse planned to return with a full height drawer. Later, the fse swapped out the broken or defective full height cubie drawer 4 and tested it successfully. The station was fully operational, and the technician verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and not on bus. User rebooted and recovered storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.